Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise that was reproducible with isometrics. No intervention was performed. The patient was stable.